Event description:
Boston scientific crm received information that an atrial lead was unable to be implanted in the patient system due to atrium standstill during a revision procedure. There was no pacing at 10v@2ms over multiple locations with the new lead. (4136) or the chronic lead 4136. This lead has not been returned. Should this lead be returned for analysis or should more information become available to our company, this event will be updated as necessary. Implant, explant, and event dates were not made available.